Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had black screen and went offline in remote support service. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system screen was black due to faulty boards. A field service engineer (fse) shut down the station and opened the back panel to begin diagnostics. Each drawer was unplugged and re-seated individually while powering on the station. Drawer 1 on the auxiliary unit was identified as the source of the issue. Upon opening the back of the drawer and testing the controller boards with a multimeter, the controller board for drawer 1.1 was found to be faulty. The fse replaced both the module interface board and the drawer controller board to resolve the issue. After reassembling the drawer and closing the panel, the station was powered on and the drawer successfully recovered. The system functioned as intended after the field service engineer repaired the device.